Event description:
Pt reported an incident that happened approximately 1 year ago. Pt had on-q placed after a hysterectomy. Three days after the pump was removed, pt states that incision "ruptured" and was subsequently hospitalized for some type of staph infection.